Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher readings from the adc reader's built-in meter compared to the adc sensor. The customer experienced symptoms described as "sweating, walk more, headache," and seizure. The customer was treated with fruit juice by third-party and paramedics. The only readings comparison provided, taken post-treatment, was a reading of 109 mg/dl obtained on the adc built-in meter compared to a sensor reading of 54 mg/dl. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. Additionally, paramedics concluded that the customer's blood glucose was normal. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported higher readings from the adc reader's built-in meter compared to the adc sensor. The customer experienced symptoms described as "sweating, walk more, headache," and seizure. The customer was treated with fruit juice by third-party and paramedics. The only readings comparison provided, taken post-treatment, was a reading of 109 mg/dl obtained on the adc built-in meter compared to a sensor reading of 54 mg/dl. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. Additionally, paramedics concluded that the customer's blood glucose was normal. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.